Manufacturer narrative:
The enema pipe was incorrectly attached to the tubing without the adapter. The root cause could not be definitively determined.

Event description:
User stated that while using the enema, the tip came loose and went inside of her. User went to the emergency room where they did an x-ray and gave her morphine before they were finally able to retrieve it.

Manufacturer narrative:
The enema pipe was incorrectly attached to the tubing without the adapter. The root cause could not be definitively determined.

Event description:
User stated that while using the enema, the tip came loose and went inside of her. User went to the emergency room where they did an x-ray and gave her morphine before they were finally able to retrieve it.